Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d5, g3, g6, h2, h3, h6, h11. Corrected data: d4 device manufacturer date. No device was returned for investigation. The photograph provided shows that a piece of the thread has fractured off; however, the fracture of the head could not be confirmed from the pictures. A review of the device history record and supplier DHR identified no deviations or anomalies during manufacturing. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item, and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the pin/screw broke in-situ during the procedure. All pieces were recovered. No patient harm or impact was reported.